Event description:
As reported to medtronic, "the patient was shocked a total of 6 times, with energy effectively delivered each time. The internal paddles remained on the field/connected to the defibrillator for 2-3 hours longer while the surgeon completed the bypasses and we came 'off pump' and the patient started procedure. When we pushed the charge button, the paddles would not charge. The patient converted on his own into a normal rhythm." The reporter did not report any adverse affects to the patient as a result of device operation.

Manufacturer narrative:
Medtronic evaluated the device and observed proper operation during functional and performance testing.